Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/02/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional investigation summary: according to the information received, the needle came off suture. The product was returned to ethicon inc for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Visual analysis of the returned product revealed that one opened sample product code y427 was received for evaluation. Upon visual inspection of the returned sample, the swage and attachment area were noted to as expected and the needle still was attached to suture. Upon visual inspection, the suture was to be damaged at the surface, in addition the end was observed broken. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code y427 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device lot number ramllq, and no non-conformances related to the reported complaint condition were identified. Corrected information: h6 device problem code.

Manufacturer narrative:
Product complaint # (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. This device was returned due to a broken needle. No additional information was provided.